Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a vessel was perforated by the guidewire at the end of the cardiomems implant procedure. The patient bled from the mouth which resolved after a few minutes. The device was calibrated as usual and the patient is well with no symptoms or complaints.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time. No device analysis results are available because the device was not returned. Per the information received from the clinic the healthcare provider feels the cause of the perforation was the non-abbott guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed that supplemental oxygen was provided but no interventions were required to resolve the hemoptysis.